Manufacturer narrative:
The customer reported that this unit displayed a device error message. According to the customer, the unit doesn't seem to be able to pull a vacuum and displays the error message. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this unit displayed a device error message. The unit was not in patient use at the time.

Event description:
The customer reported that this unit displayed a device error message. The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that this unit displayed a device error message. According to the customer, the unit doesn't seem to be able to pull a vacuum and displays the error message. The unit was not in patient use at the time. Investigation summary: the unit was returned for evaluation. During testing, the reported issue was duplicated. The root for the reported issue is the internal gas module as it failed. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report. H2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.